Event description:
See initial report.

Manufacturer narrative:
The complained gas blender was returned to manufacturer for investigation. Prior test run of the device could not reproduce the reported error. The device was then cleaned and disinfected, calibration, preventive maintenance and technical safety inspection were performed, and a rest run for 12 hours performed. During complete procedure no error occurred: device works error-free. Considering the results of the service activity, a hardware defect of the gas blender can be ruled out. The issue was likely caused by improper hospital gas supply or an insufficient gas blender warm-up phase. Since the issue was not ascribable to any device malfunction, it is likely related to a user error without any patient injury nor any event trend, the event is reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an intermittent error code associated to a discrepancy between the actual and set gas flow values (e19) during setup.there was no patient involvement.